Manufacturer narrative:
Any additional information will be reported within 30 days. All MDR reportable events are reviewed at quarterly management review meetings. Device labeling single use or reuse. No conclusion can be drawn.

Event description:
Information received from our another countryaffiliate indicates a pt was diagnosed with keratomycosis (fungal keratitis). Our affiliate was provided with the following information. The patient was seen by an eye care professional (ecp) in 2007 and was diagnosed with 2, peripheral corneal ulcers in the od, treatment, levofloxacin eye drops q2h. The pt discarded the contact lens and the lot number was not known. On the next day, the pt returned to the ecp and was referred to the okayama university hospital. The pt was admitted and diagnosed with keratomycosis. We have requested the species from the treating doctor, but that information has not been provided. The pt was treated with prodif (fosfluconazole) 400 mg/day and meropen (meropenem) 0.5 g bid. The pt was discharged on two days later. The pt had no decrease in visual acuity. The pt has a scar at the site of the lesions. Additional information has been requested but not received.